Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1 and one endo gia adapter standard. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. No visual abnormalities were noted. A functional evaluation found an open trace on the bldc board through continuity testing. The bldc board has been identified to be susceptible to damage due to heat stress at the solder station. A manufacturing action has been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
When a combination of battery main body, failure signal appears. And bad signal appears when to charge the battery. Or nurse changed it with new ultra universal stapler and it worked well. The op finished safely and patient current status is very fine. No op time delay occurred.